Event description:
It was reported that patient underwent revision surgery due to dislocation.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation. Investigation results: the associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A clinical analysis indicates that based on the provided information, the inability to adhere to activity restrictions secondary to a mental disorder was the cause of the dislocation which contributed to the revision procedure. The patient impact beyond the revision itself cannot be concluded. No further medical assessment is warranted at this time. If the device or new information is received in the future, this complaint can be re opened. No further actions are being taken at this time. We consider this investigation closed.